Manufacturer narrative:
**Void*** this is a duplicate report of 1818910-2013-21102. 1818910-20x2015-19853 will be rejected. 1818910-2013-21102 will be kept for investigation purposes.

Event description:
**Void*** this is a duplicate report of 1818910-2013-21102. 1818910-20x2015-19853 will be rejected. 1818910-2013-21102 will be kept for investigation purposes.

Event description:
Pfs and medical records received. This records were received on 8/18/2014 with the alert date of (B)(6) 2013. The records were reviewed for MDR reportability on 4/30/2015. After review of the records, during the patient's primary operation on (B)(6) 2009, a crack occurred in the femur while inserting the stem. The crack was "cabeled" just proximal to the lesser trochanter.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).